Manufacturer narrative:
Manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Subsequently, few years post filter deployment, the patient was reported with bilateral pulmonary emboli with large clot burden, including a saddle embolus in the pulmonary trunk. Cavogram showed distorted inferior vena cava filter with large clot burden inferior and superior to filter. Spot image of the abdomen showed a distorted g2 inferior vena cava filter with at least 2 legs of the filter extended cranially. Venogram of the inferior vena cava filter was performed which showed complete occlusion of the inferior vena cava extended from the bifurcation to the level above the filter. Clot extended to the level of intrahepatic inferior vena cava. Subsequently next day, radiology report demonstrated that the thrombus extended from the iliac bifurcation into the suprarenal inferior vena cava. Then, inferior vena cava filter removal was attempted, due to the wall adherence, and intolerance, the filter was not able to be removed. Few days later, again filter removal procedure was attempted. Then, a 20-french sheath was placed within the inferior vena cava. An infrarenal inferior vena cava filter was seen with at least 3 of the filter legs extended cranially. Then, using a reversed tip 5-french catheter and a glidewire as well as a 5-french ensnare device, a glidewire was externalized around the filter. Them, with both sides of the wires externalized outside the sheath, the inferior vena cava filter was collapsed into the sheath centered around its neck. The entire filter was removed. Therefore, the investigation is confirmed for occlusion of the ivc filter, retrieval difficulties and material deformation. Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment and thrombus above the filter. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. At some time post filter deployment, it was alleged that the filter deformed, occluded, the patient reportedly diagnosed with pulmonary embolism and thrombus above the filter. The device has been removed after multiple unsuccessful attempts. The current status of the patient is unknown.